Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. In addition, customer reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose level ranged from 70 mg/dl to 300 mg/dl. Customer primed their infusion set tubing to address the issue and resumed insulin therapy.